Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a lot of low and high blood glucose levels. Customer stated that the sensor has not been matching. Customer's blood glucose level was 152 mg/dl. Customer has had differences between sensor glucose and blood glucose readings with multiple sensors. Customer reported that they are unable to upload to carelink. Customer was explained how the sensor still stabilizing could have caused the issue. Customer declined troubleshooting for a weak signal and for testing the transmitter. No further assistance needed.

Manufacturer narrative:
The description of the event provided in the initial report was incomplete. The additional information will be provided in this report.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 152 mg/dl and a sensor glucose level of 60 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.